Event description:
It was reported that a device check indicated inappropriate sensing and thresholds of the right ventricular (rv) and right atrial (ra) leads. A chest x-ray indicated that both leads had pulled back and were twisted substantially. The physician stated that it was obvious twiddler¿s syndrome. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and the outer insulation of the lead was extrinsically breached due to a cut and was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. The lead was returned with the outer insulation breached, extrinsic/cuts and blood ingression. The amount of blood ingression along lead length leads us to conclude that the cuts occurred at the implant. The breached insulation did contribute to the electrical complaints.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).